Manufacturer narrative:
(B) (4).

Event description:
Neurostimulation turned on and then suddenly stopped. The display of the pt programmer indicated that the implantable neurostimulator was on. The pt did not feel stimulation sensation and experienced a loss of therapeutic effect. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.